Event description:
Pt with a history of diabetes and seizure disorder, who resided in a custodial home due to moderately severe mental retardation. To reduce their recurrent stroke risk, they underwent "pfo" closure in 2000 and was sent to rehab on antiplatelet therapy. Pt was readmitted to stroke services in 2001 with nausea and vomiting, pneumonia, followed by declining mental status and respiratory failure. Pt expired 3 days later.